Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported via nbir "capsular contracture baker grade iii, device migration/implant malposition, suspected/actual rupture/deflation not confirmed, correction of asymmetry, change shape/size/style". This record is for the left side. The device has been explanted and replaced.